Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery cover broken/loose. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported, the lead coils appear to be stretched at the time of implant. Additional information reports lv lead electrical values appropriate but that fluoro image suggests a lead fracture. Second set of x-ray images vaguely shows a portion of the lead where the coils appear stretched. Physician and patient informed. Since electrical values intact, lead remains implanted and in use. No patient complications were reported as a result of this event.